Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection procedure, after pressing the green button, the surgeon was not able to squeeze the handle and it could not fire. It looks like a pre-fired issue.